Event description:
It was reported that the tip of the g7 alignment rod broke off. There were no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the tip of the guide rode has fractured. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.